Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the holster to their insulin pump broke, but also that their blood glucose level was high. The customer's blood glucose value at the time of incident was 436 mg/dl. The customer indicated that there was no hospitalization or symptoms of high blood glucose. No products were returned and a replacement holster was shipped to the customer.